Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the tubing. Customer's blood glucose ranged from 200-400 mg/dl. A new cartridge was loaded to address the event.